Event description:
It was reported that she still has pain after three years. X-rays revealed no mechanical loosening but there is significant baja patella, slightly increased posterior slope of tibia, and elevated joint line. She started with 15-20 degree flexion contracture after her first surgery. Revised from a 16 to 13 poly insert and was able to fully extend with satisfactory flexion.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding pain due to malpositioned implants and incorrect selection of insert thickness involving a triathlon insert was reported. The event was not confirmed. There have been no reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause.

Event description:
It was reported that she still has pain after three years. X-rays revealed no mechanical loosening but there is significant baja patella, slightly increased posterior slope of tibia, and elevated joint line. She started with 15-20 degree flexion contracture after her first surgery. Revised from a 16 to 13 poly insert and was able to fully extend with satisfactory flexion.